Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: the pump's black box showed evidence of call service 078 alarms on 12/28/2014. The pump could not complete a 24 hour duration test as a result of a call service 078 alarm. Moisture damage was observed internally. The battery compartment was cracked below the bumper pad. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.